Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of a 250mm in length thoracic dissection. Vnmc3737c223tu was implanted proximally and vnmc4040c175tu distally. It was reported approximately 6 years post the index procedure; follow-up CT identified the proximal stent of the 40mm navion stent graft was fractured at the bend of the arch with lack of apposition. It appeared as the inner stent of the covered stent had partially come off. A 10.3mm re-entry tear 35 mm distal to the end of the 40mm navion was also observed but it I not considered to be related to the stent failure. A retrograde leak from a distal entry tear and an undefined endoleak near the top of the arch where the proximal portion of the 40 overlapped the 37 navion were identified. A relining procedure was performed a month later, during which the defective navion was relined with a 40mm valiant captivia and the event was reported as resolved. The physician believes the event was part of the navion recall issue. The patient outcome was reported as alive with no injury. Corelab review of CT imaging taken approximately 6 years and 2 month post-index procedure identified a stent rign enlargement of +2.3mm in ring 7 of stent graft (B)(6). There was no endoleak, stent fracture or stent rign migration. The imaging was not assessble for aortic enlargement. It was noted that the proximal end of distal navion stent appears to not be fully deployed, proximal strut is perpendicular within aortic lumen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.